Event description:
Three valiant captivia thoracic stent grafts were implanted in a patient for the endovascular treatment of a 7.7 cm in diameter thoracic aortic aneurysm in addition to an iliac femoral bypass. Vessel morphology was reported as 20mm distal neck length; 15mm proximal neck length; 300mm aneurysm length. It was reported that approximately 10 months post index procedure a left sided external iliac stenosis and right sided sfa stenosis was observed. Pta and a stent graft implant were performed three days later. The physician assessed that there was no relationship to the study device or study procedure for this event. Approximately 21 months post index procedure stenosis was identified and pta of the right sfa and the left common iliac artery was performed two days later. The physician assessed that there was no relationship to the study device or study procedure for this event. Also, an unknown endoleak was noted with increase in size of the aneurysm sac identified. No intervention has been reported, the event is reported as continuing. The physician assessed that there was a remote relationship to the study device and no relationship to the study procedure.

Event description:
Additional information received: stenosis in the external iliac left side and sfa stenosis on the right side was reported. Relation to the device changed to definite for the endoleak event. Diagnostic and probable treatment has been recommended.

Event description:
Additional information was received for this case. The investigator indicated that there was a technical observation due to a vascular complication. The previously indicated unknown endoleak has been changed to a type iii endoleak, separation of stent grafts. The observed type iii endoleak resulting in the increased size of the aneurysm sac was repaired with another captivia device and the type iii endoleak was resolved. There was also bleeding complications post-operatively, not device related but most likely related to the procedure that was performed.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (cause of endoleak is unknown). Evaluation, conclusion: (cause of endoleak is unknown).

Event description:
Additional information was received: it was reported that the patient was diagnosed with thrombosis requiring hospitalization resulting in a secondary intervention. The patient had a thrombectomy and lysis. The event is continuing. The investigator assessment states that the event is not related to the study device or the study procedure.